Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user was unable to infuse water into the irrigation lumen on the 18th day of use. The catheter was removed. The user confirmed that the water would not pass through the irrigation lumen if the balloon was inflated; however, it could be irrigated with a deflated balloon.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation observed no blockage in the irrigation lumen. Water was introduced and came out from irrigation eye without difficulty. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[direction for use] 1. Method of use the device is intended for single use only and is not reusable. 3) insert catheter into urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specific volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the user was unable to infuse water into the irrigation lumen on the 18th day of use. The catheter was removed. The user confirmed that the water would not pass through the irrigation lumen if the balloon was inflated; however, it could be irrigated with a deflated balloon.